Event description:
End user developed stage 2 pressure sores on thighs.

Manufacturer narrative:
The dealer is working with sunrise medical (us) llc and the therapist to get a cushion that is pressure mapped to this end user's specific needs. The new cushion should prevent the sores from worsening or recurring. The old cushion is not being returned for investigation. No follow up report will be filed for this incident.